Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. No status indicator flashing.

Event description:
There was no patient involved. No status indicator flashing.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed out qat from heartsine technologies on the 17th may 2018. On visual inspection, the membrane tail was found to have been incorrectly installed. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks. This would account for the green status indicator remaining extinguished as per the reported fault. A further misalignment along the membrane tail on track 15 (stand clr led) had resulted in all of the instructional leds remaining illuminated. The device was still capable of delivering shock therapy via the audio prompts, as demonstrated during the investigation. All faults were cured subsequent to the correct installation of the membrane tail. This would confirm a failure due to the misalignment of the membrane tail. Heartsine records indicate the device had performed to specification throughout testing on the 17th may 2018, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.